Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy functional end to end anastomosis. According to the reporter: at the second firing when the handle was squeezed for a few times, it stopped firing in the middle. It was removed from tissue manually with no problem. Another instrument and sulu were opened to complete the case. There was add'l tissue resection. Device fragment fell into the cavity and could be retrieved.